Event description:
It was reported that the patient's ipg had flipped within the pocket and high impedances with both extensions causing therapy to be lost. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was flipped over and resutured and the extensions were explanted and replaced. Effective therapy restored.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information was received indicating extensions were damaged.